Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "blew up like a balloon but did not rupture." The device was used in a laminectomy surgery. There was a five minute delay. No injuries or medical intervention were reported. There was no additional information provided.